Event description:
The product complaint report shows the customer alleged that while running an extended self test (est) there was no audible alarm. The hospital biomed inspected the device and has ordered a front panel display board. It is not verified that the unit malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The repair of the device was performed by the hosp's svc rep. Nellcor puritan bennett was not authorized to evaluate or repair the device by the customer. As such, no failure investigation may performed. The customer is believed to have discarded the replaced components.